Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital for shortness of breath, the device was interrogated noting a significant increase in right ventricular (rv) threshold. The right ventricular (rv) lead perforated the patient's heart wall. An echo was ordered that showed the perforation, and that was confirmed with an x-ray. A pericardiocentesis was performed prior to rv lead revision. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.